Event description:
It was reported that the left ventricular lead exhibited an increase in threshold. The configuration of the pulse generator was changed. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.